Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a loose connection in the card cage. The device was evaluated upon receipt. Calibration failed for error 94-heater test-element 4 failure due to a loose connection of the ac cca card on the power circuit card. Secured connections. Circulation pump outlet tubing was expanded. A 2000-hour pm was completed on the device. As part of the pm, serviced the circulation and mixing pumps, replaced the heater and foam, tank tubing, drain valves, and manifold o-rings. Replaced control panel coin cell due to age. Unit was cleaned. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance heater did not work in an arctic sun device. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the calibration failed for error 94-heater test-element 4 failure due to a loose connection of the ac cca card on the power circuit card.

Event description:
It was reported that per preventive maintenance heater did not work in an arctic sun device. Per sample evaluation results received via task on 16jan2025, it was reported that the calibration failed for error 94-heater test-element 4 failure due to a loose connection of the ac cca card on the power circuit card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.